Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 35 mg/dl. Reportedly, contact suspected that the pump settings were incorrect. Customer treated bg level by consuming a meal and sugar. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.